Event description:
Per email (medwatch report mw5105679 , report date: (B)(6) 2021): patient reported that both pumps had error message no disposable, clamp tubing but error resolved on its own. No patient injury.